Event description:
It was reported by service report that the plug on the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent prong on power plug.